Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that pt received inappropriate hv therapies due to t-wave oversensing. It was recommended the device be reprogrammed. Physician still deciding on further course of action. Further info is not available at this time.